Event description:
In an attempt to pull a wiktor rival stent back into the guide catheter, prior to deployment, the stent came off the balloon. Retrieval was attempted, unsuccessfully, with a snare. Pt was then taken to surgery for stent removal. Surgery was successful. No other pt complications were reported.